Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, which reportedly resulted in the customer experiencing diabetic ketoacidosis and was subsequently hospitalized. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.